Event description:
It was reported that the console displayed an inaccurate speed. A rotapro console was selected for an atherectomy procedure. During the procedure, the speed observed on the console's display screen did not match the actual rotation speed. The target speed was 160,000 rpms but the console displayed a speed of 220,000 rpms. It did not sound normal. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Eval by mfg: based on additional information from the technical support engineer, boston scientific clinical was able to troubleshoot the issue with the customer and resolve it by restarting the unit.

Event description:
It was reported that the console displayed an inaccurate speed. A rotapro console was selected for an atherectomy procedure. During the procedure, the speed observed on the console's display screen did not match the actual rotation speed. The target speed was 160,000 rpms but the console displayed a speed of 220,000 rpms. It did not sound normal. The procedure was completed with this device. No patient complications were reported.